Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 250 mg/dl with confusion. It was reported the pump experienced an intermittent power issue and troubleshooting revealed the patient was not securing the battery cap per instructions for use. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a user error.